Manufacturer narrative:
The device is to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved 25 units of spiros® closed male luer where the customer reported that the device leaked during patient infusion. When injecting vidaza, the customer stated 2 syringes were prepared, with ref.ch03003ll 3 ml chirana. The fist one had no issues but the second one showed a leak at the level of the spiros (in the middle). The syringe was found unusable. One device and one patient concerned. The customer reported that the administration was not possible with the second syringe and that the patient did not receive the full treatment. The customer reported that the patient was stable, no one was harmed, there were no adverse events, there was no blood loss, the leak did not come into contact with the patient or the healthcare staff, there was not an exposure to the chemotherapy, and the leak was cleaned according to the facility protocol using a special kit.

Manufacturer narrative:
Received one (1) used list# 011-h2457, (B)(4) units of spiros® closed male luer, as received, there was no physical damage or signs of leaking, the spiros was returned activated connected to the syringe. No visual damages or anomalies were observed on ICU medical devices. The reported complaint of leaking at the spiros/syringe could not be confirmed. The returned spiros was tested and performed to product specifications. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.